Event description:
A nurse reported during intraocular lens (iol) implant procedure, the toric monofocal rotated 2 times upon removal of irrigation and aspiration (I/a) tip from eye 170 degrees -> 5 degrees. Stayed on 3rd attempt. Additional information has been requested and received stating as per surgeon opinion, the product cause or contribute to the event and concerned regarding lens material verses cartridge material causing the lens to be slick and rotate. Postop-operative medication included ophthalmic drops four times a day (qid).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.11. Upon further review of available information following submission of the initial report, this event of cartridge material causing the lens to be slick and rotate (cartridge issue unspecified) does not meet criteria for reporting as a reportable malfunction since there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.